Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead failed to sense. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2022. The patient is recovering from procedure.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.